Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited episodes of automatic mode switch due to possible far-field t-wave oversensing and undersensing. The ICD was reprogrammed and the patient experienced no consequences.